Event description:
Date of event updated to "unknown".

Manufacturer narrative:
Event date corrected to "unknown" in the b tab. Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382633 and lot number 4242431. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
It was reported that bd insyte autog bc wing is slow to retract. The following information was provided by the initial reporter: the angiocath needle is not retracting properly, frequently gets stuck, delay in retraction. High risk of needle stick injury to staff initiating IV therapy. 27 nov I will have to get back to you on the dates, I am working remote today.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.